Event description:
Additional information: the event happened during pretest. No patient was involved.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the warmer was observed to have a cracked enclosure and tank cover, faded line cord and worn front cover. The reported issue was confirmed during functional testing which identified a connection problem between the power switch and circuit board. The issue was traced to a short in the connection. The investigation attributed this condition to a design issue with outdated models of circuit boards, such as the model of circuit board used in the complaint device. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Date of event are unknown, no information has been provided to date. A device has been received and is pending investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the on and off switch on the warmer "was burned". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.